Event description:
It was initially reported by the company representative: "customer reported that someone sat on the miranti and both ends came up and the lift tipped over. There were two caregivers present. No injuries. Maintenance tried to recreate event, could not." Additionally it was reported: "the resident was sitting on the center portion of the stretcher and tried to slide off, that piece cracked and the lift tipped over, the patient landed safely and was uninjured." Please refer MFR report # 9611530-2013-00165.